Event description:
It was reported that the patient underwent both spinal cord stimulation (scs) system explant procedure due to an unknown reason. The explanted device components were not return per facility policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7076521/7072247, UDI: (B)(4), UDI: (B)(4). Product family: scs-ipg, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 540657, UDI: (B)(4).